Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements which have been increased since (B)(6) 2010. This measurement had been noted after the patient with this lead had bypass surgery. Due to sinus tachycardia, no threshold measurements could be obtained. It was suspected this lead and the competitor atrial lead were fractured. A revision procedure was performed. Attempt to remove this lead with a laser extraction and additional tools could not remove the entire lead. Portions of the lead were removed in several pieces. As the patient was unstable, a new lead could not be placed through the venous system. A thoracotomy was performed and the replacement lead was implanted into the right ventricle through the heart muscle. Post procedure, acceptable lead measurements were obtained. No adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, return of some lead segments is intended. Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt, three lead segments were received. The terminal segment conductor coil had been severed. Set screw marks were noted on all terminals. The rate/sense conductor coil was stretched and the extracting stylet remained in the mid-segment of the lead. The conductor coil was stretched and measured 950 mm. Normal length is 640 mm. Analysis concluded one end of the conductor coil were severed and the other end of the coils were stretched and the filar's appeared to have been pulled and fractured. Analysis concluded the lead damage appeared to have been induced.